Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having recurring driveline power fault alarms. An x-ray was taken. The log files noted driveline power faults on (B)(6) 2022. On (B)(6) 2022, an additional driveline fault occurred around 5 pm. The patient was under nursing care to be monitored overnight and was planned to be admitted.

Manufacturer narrative:
This event was determined to be a duplicate and will be reported under MFR # 2916596-2022-16123.